Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a diabetes specialist dietitian that the patient developed an abscess at the pod¿s insertion site while wearing the device for an unknown duration. The abscess was drained, packed and dressed. It was reported that the event occurred over christmas, but the exact date is currently unknown. At the date this event was reported to insulet on (B)(6) 2026, the patient was reported to be admitted to hospital. No further information is currently available. Follow up is being conducted to obtain additional information on this event. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was provided by the patient on 16 february 2026. H6 (health effect - clinical code) and b5 (describe event or problem) have been updated accordingly.

Event description:
It was reported by a diabetes specialist dietitian that the patient developed an abscess at the pod¿s insertion site while wearing the device for an unknown duration. The abscess was drained, packed and dressed. It was reported that the event occurred over christmas, but the exact date is currently unknown. At the date this event was reported to insulet on (B)(6) 2026, the patient was reported to be admitted to hospital. Additional information was provided by the patient on 16 february 2026. The infection resulted in ketosis and malaise. The patient also reported adverse effects from the prescribed antibiotics, leading to diarrhoea and vaginal thrush. The reported abscess resulted in the patient being medically unable to work for three weeks and wound site unusable for a pod and a sensor site. The patient also reported a psychological impact of the event, with anxiety around pod and sensor change out of fear a similar event may occur. The patient's has since returned to work, but still require regular wound care.